Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility nurse administrator reported that a dialyzer blood leak occurred approximately two minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine alarmed for blood leak and blood was visually observed in the dialysate. Blood test strips were used, and the results positively confirmed the presence of blood. No dialyzer defect or damage was visible. The patient¿s dialysate flow rate (dfr) was 800 ml/min and the blood flow rate (bfr) was 400 ml/min. The patient¿s estimated blood loss (ebl) was noted as being approximately 250 ml as the patient¿s blood was not returned. No patient adverse effects were experienced, and no medical intervention was required. The patient completed treatment with a new set-up of supplies on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted that the fiber bundle was wet and revealed the presence blood exposure. Coagulated blood was observed between the polyurethane (pu) cut surface and the screw flanges on both ends of the dialyzer and was also observed in the bell-housing of the non-cavity ID end at approximately 180° with the ports at 0°. There were no other defects or irregularities observed on the device. The dialyzer was subjected to a laboratory bubble point test and passed. No leaks were observed, but this may have been due to the amount of coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified at the non-cavity ID end at approximately 180° with the dialysate ports at 0°. The potted fiber fragment was viewed under magnification (30x and 150x) on the microscope. The fragment could not be measured as the exposed end was approximately flush with the inferior side of the pu cut surface and the opposing end of the fragment could not be isolated. There were no other damage or irregularities observed. An investigation of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notice reported on the lot which was unrelated to the complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation was able to confirm the failure mode. There was a potted fiber fragment in the non-cavity ID end of the dialyzer. The complaint is confirmed.